Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(6) is for compact plus system 1, medwatch with (B)(6) is for compact plus system 2.

Event description:
Caller reported blood glucose results of 118 mg/dl on compact plus system 1, 55 mg/dl on compact plus system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(6).